Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter. The distal electrode was showing black on the carto 3 system and noisy on both the carto 3 system and the recording system. The issue was resolved by exchanging the catheter and the procedure was completed. Also when this catheter was exchanged, it was noticed that insulation was missing between electrodes 2 and 3. There was no patient consequence. The noise issue is not reportable as the noise did not affect all intracardiac and body surface signals. Upon request, additional information was provided on the event. First the cable was replaced and it was determined that the cable was not the issue. After, the catheter was replaced. When the physician removed the catheter from the patient, he looked at the tip and saw the deformity. A picture was provided, however, the product (deformity) issue that is being reported is still not clear. Therefore, we are taking the conservative approach and will report this issue, however we are still awaiting the product to be received at our bwi failure analysis lab to assess this reported issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Notification was received on (B)(6), 2014 that the product was discarded. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).